Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of the device vpmr being out of range and under infusing was confirmed during device testing. Two lifted bezel boss inserts on the top right and middle right were found in the bezel assembly which led to an under-infusion condition. Rate accuracy and rate calibration were performed on the received device using alaris system maintenance (asm). The alaris system maintenance (asm) v12.3 rate calibration task on the pump module initially failed with a rate accuracy error of -6.9167% and vpmr measurements at the low end of the acceptable range (165.4l). After inspecting the bezel assembly, two bezel boss inserts were found pushed upwards, prompting replacement with a known good bezel. Post-replacement calibration showed improved vpmr of 165.4l (from 153.8 l) and a rate accuracy error of 1.25%, both within specifications. Preventive maintenance was completed successfully, and the timed rate accuracy infusion test measured an actual rate of 24.60ml/hr (-1.61% error), confirming the pump module met all performance requirements. During the internal inspection it was observed the middle and top right bezel boss inserts were lifted. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. The bezel assembly date code was noted as june 2023 making the part almost two (2) years old and is not recall affected. There was no patient involvement; however, the event was reported to have occurred on 27feb2025. The event time was not specified. The pump module event log only has limited infusion details such as the rate, volume to be infused (vtbi) and alarm events. A review of the suspect pump module event log showed that the last recorded infusion was on (B)(6) 2025, at 3:06 pm. At 3:06 pm, the channel select key was pressed, and an infusion was started with a rate of 25 ml/hr and a vtbi of 50 ml. The infusion continued until 5:06 pm, when it was completed. A keep vein open (kvo) mode was initiated with a rate of 10 ml/hr and a vtbi of 0 ml/hr. At 5:07 pm, the channel off key was pressed, and the unit was turned off. Bd alaris system user manual (v12.1.2), states the following: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm.the device cases should only be opened by qualified personnel using proper grounding techniques. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly and bezel assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device vpmr was out of range and under infused. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device vpmr was out of range and under infused. There was no patient involvement.

Event description:
It was reported that the device vpmr was out of range and under infused. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of the device vpmr being out of range and under infusing was confirmed during device testing. Two lifted bezel boss inserts on the top right and middle right were found in the bezel assembly which led to an under-infusion condition. Rate accuracy and rate calibration were performed on the received device using alaris system maintenance (asm). The alaris system maintenance (asm) v12.3 rate calibration task on the pump module initially failed with a rate accuracy error of -6.9167% and vpmr measurements at the low end of the acceptable range (165.4¿l). After inspecting the bezel assembly, two bezel boss inserts were found pushed upwards, prompting replacement with a known good bezel. Post-replacement calibration showed improved vpmr of 165.4¿l (from 153.8¿l) and a rate accuracy error of 1.25%, both within specifications. Preventive maintenance was completed successfully, and the timed rate accuracy infusion test measured an actual rate of 24.60ml/hr (-1.61% error), confirming the pump module met all performance requirements. During the internal inspection it was observed the middle and top right bezel boss inserts were lifted. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. The bezel assembly date code was noted as june 2023 making the part almost two (2) years old and is not recall affected. There was no patient involvement; however, the event was reported to have occurred on 27feb2025. The event time was not specified. The pump module event log only has limited infusion details such as the rate, volume to be infused (vtbi) and alarm events. A review of the suspect pump module event log showed that the last recorded infusion was on (B)(6) 2025, at 3:06 pm. At 3:06 pm, the channel select key was pressed, and an infusion was started with a rate of 25 ml/hr and a vtbi of 50 ml. The infusion continued until 5:06 pm, when it was completed. A keep vein open (kvo) mode was initiated with a rate of 10 ml/hr and a vtbi of 0 ml/hr. At 5:07 pm, the channel off key was pressed, and the unit was turned off. Bd alaris system user manual (v12.1.2), states the following: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly and bezel assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.